Manufacturer narrative:
The analysis of sample ID (B)(6) was judged "positive" with an interpretive program (ip) message, alerting the user to possible sample abnormality. The sysmex xn-9000/xn-91000 instruction for use (IFU), chapter 11 - checking detailed analysis information (data browser), section 11.5 - ip message cautions: "a "positive' or "error' judgment indicates the possibility of an abnormality. If a "positive' or "error' judgment occurs, check the data and repeat the test or examine carefully in accordance with the protocol of your laboratory." The analysis generated a hct result that was inconsistent with the hgb result and mch and mchc results were abnormally low. Abnormal indices can indicate performance problems in hematology analyzers as well as specimen or patient abnormalities. Review of the analyzer error log indicates the analyzer generated multiple x-barm control errors, starting prior to sample analysis. The user contacted roche (B)(4) (distributor) the morning after sample analysis to report no results for multiple parameters were generated during quality control (qc) analysis. A roche service engineer (se) was dispatched and identified a leaking valve assy. No. 23. The se replaced the suspect valve assy. No. 23 to resolve the issue. Part replacement was performed as part of routine servicing due to the extended age and use of the analyzer.

Event description:
A patient in (B)(6) underwent an unnecessary endoscopy procedure based on an erroneous low hemoglobin (hgb) result generated by the analyzer. There was no harm reported due to the unnecessary endoscopy.